Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized by emergency room due to diabetic keto acidosis and high blood glucose on (B)(6) 2020. The customer's blood glucose at the time of incident was 39.7 mmol/l. Customer¿s current blood glucose was 11.2 mmol/l. Customer¿s blood glucose was treated with insulin pen. The customer did not experience the symptoms due to high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Auto mode feature was not used at the time of event. Customer been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.